Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 6.0 cm abdominal aortic aneurysm. Vessel morphology at the time of implant is unk. The pt's vessels have severe disease progression with the iliac artery dilating which resulted in a distal type 1 endoleak and aneurysm expansion. It was reported approximately 38 months post stent graft implantation, the CT demonstrated that the stent graft had migrated but there was no proximal type I endoleak. It was reported that the stent graft migration and the new aneurysm that developed in the iliac artery were due to severe disease progression. The physician elected to treat the pt with placement of two aneurx aortic cuffs and two aneurx iliac extension limbs. The type I endoleak was resolved. The pt was reported to be fine and no add'l clinical sequelae have been reported.